Event description:
It was reported that pump displayed malfunction code 24 that could not be reset, and there were no notable events before the malfunction. There was no adverse impact to the customer's blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed warranty status and shipping details, provided instructions for putting pump into storage mode.